Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the control unit of the device was not functioning and the device engine used 4.0 amperes. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available; a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
During subsequent follow-up with the customer, additional information was received. The reporter stated that event occurred during an unspecified surgical procedure. There were no delays in the surgical procedure as a spare device as available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Reporter number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 of the same event. It was reported from (B)(6) that the power drive device and batteries became very hot making usage almost impossible. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.